Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4), the legal MFR, arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(6) 2010: per the ahus svc tech - "caregiver was lowering pt, when foot slipped off the lift foot platform. Pt was then lowered down the rest of the way to the floor. Lift rear castors were locked, lift legs were open." (B)(4).